Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA to report she had unexplained ketones while he managed his diabetes with the onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013 at 5:30 pm, the patient was having troubleshooting with the communication between the subject meter and the medtronic device. Around that same time, she reportedly had ketones and was able to take self treatment with 7-10 units of humalog. At the time of concern, the patient was able to obtain blood glucose readings on the subject meter. The communication issue was resolved with training. This complaint is being reported because the patient had ketones while she managed her diabetes with the lfs meter. Although there was no product malfunction associated with the reported incident, lfs could not rule out use error or intentional misuse.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.